Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent cystoscopy and sling revision on (B)(6) 2013 due to voiding dysfunction. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal tissues, urinary incontinence, inflammation, scar tissue, dyspareunia, blood loss, and neuropathic injury. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent a monarch tot implant on (B)(6) 2013. It was reported that patient underwent removal of mid urethral sling mesh, removal of posterior vaginal mesh and bilateral trigger point injection due to vaginal pain, dense adhesions and mesh adherent to recto vaginal septum and dyspareunia on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 2/15/2016.

Manufacturer narrative:
It was reported that following insertion the patient experienced incomplete bladder emptying.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary frequency.

Manufacturer narrative:
It was reported that following insertion the patient experienced uti.